Event description:
The event is reported as: clip slipped off post operatively on two occasions in a 12 hour time period. The pt was returned to the operating room because of the bleeding. It is reported that the pt has subsequently demonstrated symptoms of cognitive dysfunction. Medium and small hemoclips were used for the procedure. The reporting nurse is unsure which size clips may have been involved in the bleeding. Additional mdrs will be submitted to reflect catalog numbers for the hemoclips.

Manufacturer narrative:
(B)(4) - the pt was returned to the operating room because of bleeding. It is reported that the pt has had a poor neurological outcome. The sample device has not been received at time of this report, therefore, the investigation is incomplete. A follow-up investigation report will be sent when completed.